Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure, a guidewire detachment occurred. The physician used a meier guidewire to straighten the kinking of an unspecified artery prior to introducing other devices. During removal the guidewire could not pass through the y-connector and they found a piece of the guidewire inside the y-connector. The y-connector was exchanged and the procedure completed without any further difficulties. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
Device evaluation: one device was received with its original pouch. Visual examination revealed that the spring tip is broken. Dimensional measurements were taken and all measurements met specification. The returned device was sent for external analysis ((B)(4) lab) to determine the fracture failure mode. (B)(4)'s conclusion results were that the failure occurred due to a bending and tension overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure, a guidewire detachment occurred. The physician used a meier guidewire to straighten the kinking of an unspecified artery prior to introducing other devices. During removal the guidewire could not pass through the y-connector and they found a piece of the guidewire inside the y-connector. The y-connector was exchanged and the procedure completed without any further difficulties. No patient complications were reported and the patient's status is stable.